Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer resolved issue by changing infusion set, adding more insulin to existing cartridge, and resuming insulin. Reportedly, the customer was using cartridge beyond 72 hours and was reusing/refilling cartridges. The customer was educated on the proper load techniques.